Event description:
The customer reported that there is evidence of nutrition output through the walls of the stoma, a verification of the same is made, a dislodged tube is found with evidence of a deflated balloon, it is reviewed and a broken balloon is found, the respective change of a gastrostomy tube is made. No injuries were reported.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The item code was reported as 8884720205e with lot number 2120856464. However, according to the device history record, lot number 2120856464 corresponds to product 8884720221e. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. The device was manufactured on july 31, 2021. The manufacturing process was reviewed, and the process and controls were found properly followed, including sub-assemblies, finished product assembly, packaging, and inspections performed to the product. There were no abnormal conditions found that could trigger the reported condition. A physical sample was not received for the investigation. However, three photos were provided. The first photo shows a print label, the second photo shows a section of pouch print and the UDI code print, and the third photo shows a catheter inside of the pouch, but a deflated or damaged balloon is not observed in the photo. Without the physical sample, we are unable to confirm the reported condition or determine the root cause. If a sample is received at a later date, the complaint will be reopened, and the investigation will be updated accordingly. A corrective action is not applicable at this time. The current process is running according to product specifications meeting quality acceptance criteria. We will keep monitoring the process for any adverse trends that require immediate attention.